Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty select cycler and the patient¿s peritonitis event. Based on the reported information the cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty select cycler malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be a result of many potential etiologies. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had peritonitis. There were no reported allegations that the peritonitis was related to a fresenius device or product. During follow-up, the patient¿s pd nurse reported that on (B)(6) 2020 the patient had a pd culture (obtained in the outpatient pd clinic) which yielded an elevated white blood cell (wbc) of 92 and no organism growth. The patient was treated with the antibiotic vancomycin intra-peritoneal (ip) on an outpatient basis. Per the nurse the antibiotic was discontinued on (B)(6) 2020 due to no organism growth in the patient¿s pd culture. The nurse was not able to provide the cause of the peritonitis. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The patient is reportedly recovering and continues pd with the same cycler without any issues.